Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical staff that a patient had experienced an issue of a controller "power switching" back and forth on multiple power sources. The controller was exchanged with no reported consequences or impact to patient. No additional information was provided.

Manufacturer narrative:
Patient tolerated the controller exchange well and the exchange resolved the issue. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed instance of premature power switching. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The manufacturer has opened an internal investigation to evaluate these types of issues. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. This is not likely lead to a pump stop and has remote potential for patient injury. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.